Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon review, the right atrial lead exhibited no capture. Additionally, decreased impedance and decreased sensing were also observed. The findings were performed to the physician. No intervention was reported. The patient was stable throughout.

Event description:
New information received noted the patient presented in clinic for follow up. Upon review, the right atrial lead's impedance improved slightly, however, the lead still exhibited an overall decrease in impedance. Lead sensing appeared normal. The patient was experiencing atrial fibrillation and capture threshold testing was unable to be performed. No intervention was reported. The patient was stable.